Event description:
Customer reported that a malfunction occurred on the pump, identified by malfunction code 12. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.